Event description:
It was reported that the patient didn't have any benefit from the ci. He rejected it due to unclear discomforts in the left side of the skull. The patient had depressive episodes with summation problems. The psychiatry recommended explantation. The patient was explanted on (B) (6) 2008.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.